Event description:
On (B)(6) 2009, the pt was implanted with 2 gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6) 2011, a distal type I endoleak was identified on the ipsi leg of the endograft system. No aneurysm growth was reported. On (B)(6) 2011, the pt was implanted with two gore excluder aaa endoprosthesis iliac extender components. Each side of the endograft system was extended. The endoleak was resolved. The physician extended the contralateral side of the endograft system to make sure proper seal was maintained. The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs. Please note add'l device implanted: (B)(4).